Manufacturer narrative:
H3: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. Two used devices from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The devices were filled with water. The leak was observed between the tubing and female luer. The allegation made by the complainant was confirmed and the root cause was due to a solvent application error.

Event description:
It was reported that there was a medicine leakage. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.